Event description:
Independent repair center customer alleged alarming/red light. The key failure is the valve is not switching fully. Associated malfunction for this device: pe valve not shifting, inlet and cabinet filter missing.